Manufacturer narrative:
Secondary phone # for initial reporter is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 995 mcg/day) via an implanted pump. It was reported that the patient had increased spasticity since (B)(6) 2020 and responded well to therapeutic boluses, but they did not last. There had been no volume discrepancies at refills and a cap (catheter access port) dye study was done and was negative. Per the hcp, he had done a roller study and the rollers only moved about 24 degrees.